Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not responding properly. Customer stated that there was no response from any button. Customer stated the minutes changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly and passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No stuck button alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. The insulin pump was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. (B)(4).